Event description:
Patient reported that breastfeeding stopped due to not enough milk production. Side was not specified. This record is for the right side. Healthcare professional later reported rupture confirmed. Device has been explanted.

Manufacturer narrative:
Additional h6: f2203. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Patient reported that breastfeeding stopped due to not enough milk production. This record is for the right side. Healthcare professional later reported rupture. Device has been explanted.